Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During routine check, the autopulse platform displayed intermittent user advisory (ua) 2 (compression tracking error) error messages. No patient involvement.